Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed one opening with 2 assessed, 1 fold flaw opening, 1 smooth opening. ¿ gel fracture: unable to observe since it is not related to the device. As per the investigation procedure creases, wear abrasion and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported "rupture". This record is for the left-side. Device has been explanted.

Event description:
Healthcare professional reported "rupture". This record is for the left-side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.